Event description:
While the respiratory technician was setting up a ventilator for an ICU patient, the display was blank during the sst (short self test.) Subsequently, this ventilator was not used on the patient. The device was tested by biomedical engineering who verified that the screen was not functioning. This same part has failed twice before in the past twelve months (no harm to those patients involved.)====================== health professional's impression======================near miss, no adverse event.====================== manufacturer response for pressure cycle ventilator, (brand not provided)======================advised manufacturer's field service technician. No response. New parts were purchased for all three ventilators. Ventilators are back in service with new parts.